Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope air/water tube and air/water cylinder both had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, the foreign material could not be identified. The legal manufacturer was unable to confirm if reprocessing steps were performed according to the instructions for use. It is possible that the user could not perform reprocessing properly due to leakage from switch 1 and remove the foreign material. The events can be detected and prevented in accordance with the following IFU. Detection method is described in gif-1100 operation manual chapter 3 preparation and inspection. Preventive measures are described in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.